Event description:
It was reported that pump insulin gauge displayed amount different than expected, with fill estimate showing higher or lower units than caller believed were in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer followed instructions from technical support to disconnect from infusion site, deliver several test boluses, and reload same cartridge, then filled and loaded new cartridge from different box, which brought displayed fill estimate closer to expected value; technical support determined no issue with fill process and arranged return of original cartridge, and issue was considered resolved.